Event description:
It was reported that the patient with this neurostimulator experienced comorbidities and mobility issues which made charging their device difficult. A surgical procedure was later performed during which the device was explanted and replaced. No further information has been obtained to date.

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006. Block h11: investigation details: the internal programmer was returned for analysis. Visual inspection of the ipg revealed no abnormalities. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. An impedance test revealed that the ipg passed impedance check with test tined lead from cp. A functional test revealed that the ipg can be charged with a test cd at 2cm and 3cm. The patient had multiple comorbidities, causing issues while charging. Since there were health issues, it is likely that this situation contributed to charging issues, directly linked to the procedural challenges rather than a defect or failure in the product itself. Therefore, all compiled information on this investigation determines that the most probable cause is adverse event related to patient condition since an existing condition is responsible for the adverse event and use of the device has neither caused nor otherwise influenced this condition related adverse event.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that the patient with this neurostimulator experienced unspecified symptoms. A surgical procedure was later performed during which the device was explanted and replaced. No further information has been obtained to date.